Manufacturer narrative:
No sample material was provided for investigation. Since no samples were available for investigation, the cause of the event could not be determined. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
H3 other text : na.

Event description:
The initial reporter stated, they received false positive results for an unspecified number of patient samples tested with elecsys toxo igm, on cobas e 801 module (B)(4). The customer stated, they have been receiving a higher number of false positive patient results with reagent lot 671956 and are submitting three times more samples for control measurement. The following data overview for the time period of october 2022 until march 2023 was provided by the customer: (B)(6) 2022: 20 patient samples. (B)(6) 2022: 14 patient samples. (B)(6) 2022: 14 patient samples. (B)(6) 2023 (previous reagent lot): 24 patient samples. (B)(6) 2023 (starting with new reagent lot): 43 patient samples. (B)(6) 2023 (reagent lot 6791956): 60 patient samples. No questionable results were reported outside of the laboratory.